Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified alarm, motor error, loses insulin during priming. Customer stated insulin pump had no delivery alarm, back light had lost brightness, battery cap busted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No motor error alarm noted. Motor passed motor test. No unexpected back light anomalies noted. No unexpected e/a alarm anomalies noted. Device received with stripped battery cap coin slot(p) broken battery tube threads and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).